Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation it was discovered that the electrode belt had corrosion. The cause for the failure was isolated to corrosion inside of the distribution node pca. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) was received in a damaged condition. There is no indication that this device malfunction caused or contributed to the patient's passing as the device was removed when they were in a life-sustaining rhythm.